Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. It was noted that the patient is pacing dependent. Subsequently, a device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device is expected to return for analysis.